Manufacturer narrative:
(B)(4). Per the customer, the sample was discarded. A follow-up report will be filed should any necessary supplemental information become available. Since a cause of the reported se 2240 alarm was not identified, separate emdrs will be submitted against the transfer set and extension set.

Event description:
A customer contacted baxter's (B)(4) regarding a system error (se) 2240 alarm that appeared on the homechoice (hc) unit during drain. The technical service representative (tsr) explained the alarm to the home patient (hp) and assisted to troubleshoot. The tsr informed the hp to start over with new supplies. Per the hp, no reason was found for the alarm. No patient injury or medical intervention was reported. During a follow up with the nurse regarding the alarm, it was revealed that the hp was doing fine and had continued therapy as normal.

Manufacturer narrative:
(B)(4). This complaint for a system error 2240 (air in set) is not confirmed due to a lack of sample. Not enough data is available within the complaint to identify root cause; therefore, the root cause of the complaint was not determined. The batch review was not be performed, because the lot number is unknown. The system error 2240 (air-in-line) is due to air being sucked into the disposable. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).